Event description:
Implant ruptured; I had silicone breast implants (style 15) put in, in 2009. In 2019 I started noticing pain in my right breast, it started getting hard and then I found a lump. That's when I knew for sure it wasn't normal. Called the plastic surgeon who originally put them in, in roughly (B)(6) 2021 and explain my symptoms. Earliest they could get me in for an appointment was (B)(6) 2021. Dr said by looking the right would need to be placed. I mentioned I never had a mammogram before so I was told probably do that first and he nodded. I had a mammogram, ultrasound, and MRI done. MRI showed the implant ruptured. Had surgery in (B)(6) 2021 and had both implants replaced. The surgery in (B)(6) left me lopsided somehow. My surgeon who has been in practice for decades had me showing 44cc's off. He lowered my pocket on the right, did nothing to my left pocket; put in a smaller implant on the left (470cc) and put in a larger implant (495cc) on the right. It was embarrassing. He then performed a 3rd surgery (B)(6) 2022 (for free) to lower the pocket on my left and replace that left implant to match the cc's of my right (495cc). After my follow up appointment on (B)(6) 2022 I got home feeling so perplexed that I dug in my closet, in the back corner to find my 2009 implant tags and compare them to my recent two surgeries. That's when I noticed that my breast implants from 2009 were different manufacturers. My right breast the one that ruptured was inamed and the left breast was allergan. I then met with dr. On (B)(6) 2022 for a follow up appointment for (B)(6) surgery. I asked him if my implant was ever recalled (it was on the recalled list for a barcode issue and that recall expired approximately one month before my (B)(6) 2021 appointment) and dr told me it wasn't. I asked him if he sent in a sample of my liquid/pocket in for cancer testing. He said no. I asked him if he reported my rupture to the MDR. He said no. I asked him if my inamed ruptured implant was sitting on the shelf for 3 years before they put it in my body. I know the company merged in 2006 and my implants were put in, in 2009. Why did he choose 2 different manufacturers? He said he didn't like my questions, he felt they were accusatory and he said he felt I betrayed him and then fired me as his client. I then quietly walked out of that office for good. I wish I had a test done. I can't begin to tell you how disappointed I am in this whole experience. I thought I could trust my doctor to only find out I couldn't. How do I really know for sure if I have cancer or not if nothing was ever sent in for testing. Now I'm left to trust the doctor that failed to mention important information to me throughout the whole process. Since my dr. Did not report the rupture, I thought I would. (B)(6). FDA safety report ID# (B)(4).